Event description:
Boston scientific received information from the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) that they had experienced shortness of breath. The patient was brought to the hospital where they were cardioverted. The patient reported their heart rate was 205 beats per minute (bpm) however they were unsure if they were in atrial fibrillation (af). It was reported that the device was reprogrammed. The patient reported they have not felt any further symptoms since their device was reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.